Manufacturer narrative:
All explanted devices were returned to third party investigator geprovas for an explant evaluation. The following is a summary of the ei observations: tissue present: yes. Scattered plaques of red, brown, and tan tissue were present on the abluminal surfaces. On the trunk ablumen, a foci of red to dark red tissue was present, directly distal to the area of bifurcation. A foci of tan tissue was present on the abluminal surface of cl-3, near the distal extremity. A foci of tan tissue was also present, extending from the distal extremity of cl-3. All lumens were reported as ¿clear¿ but that could not be determined with the images provided. From the luminal areas that could be observed, the lumens were generally devoid of tissue. Dark red tissue was present in the lumen of cl-2 (presumptive thrombus). Embolization coils were also returned with the devices and not examined by the ei investigator at w.l. Gore & associates. No material disruptions were identified. Request for additional analysis: no. Reason: based on the ei¿s review of the geprovas report, no additional analysis is requested.

Manufacturer narrative:
Device evaluated by manufacturer: the medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. The patient reportedly presented the following cardiovascular risk factors: hypertension, dyslipidemia, and obesity with a body mass index of 29. On (B)(6) 2019, after about 3 years and 5 months, the endograft was explanted due to type I and ii endoleaks after performing several embolization attempts of the mesenteric inferior artery using coils.

Manufacturer narrative:
A4: added data. B5: updated event description.

Event description:
On (B)(6) 2016, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. The patient reportedly presented the following cardiovascular risk factors: hypertension, dyslipidemia, and obesity with a body mass index of 29. On (B)(6) 2017, a type 1a endoleak was suspected which was reportedly due to the proximal portion of the gore® excluder® trunk-ipsilateral leg component showing a ¿malposition¿. Follow-up imaging performed on (B)(6) 2017 however confirmed a type ii endoleak with the inferior mesenteric artery undergoing coil embolization procedures in february and march 2018. Additionally, the aneurysm was reported to have increased from 63x57 mm to 78x57 mm between (B)(6) 2017, and (B)(6) 2019. On (B)(6) 2019 the endograft was explanted due to type I and ii endoleaks. The patient was reported to have expired on (B)(6) 2019, following an uncontrolled sepsis.